Manufacturer narrative:
(B)(4). Analysis description: final analysis found excessive medical adhesive on the set screw which did not allow the wrench to engage the set screw.

Event description:
It was reported that during a device change out procedure, the physician had difficulty engaging the set screw in the pulse generator header. After removing the septum covering the set screw, the set screw was able to be engaged and removed. The device was explanted and replaced. No patient symptoms were reported.